Event description:
The patient had undergone a norwood operation for great vessel reconstruction with cardiocel. The exact date of implantation was not provided. The patient was clinically evaluated on (B)(6) 2023 for the follow-up and for an elective glenn operation. During the examination, an obstruction of the aortic arch, caused by the neoformation of peel inside the patch was noted. The condition was addressed during the glen operation with an aortic arch enlargement. Per the physician, the event was resolved and the patient was discharged on (B)(6) 2023.

Manufacturer narrative:
The date of implant is not known. The age of the patient is unknown. Physician indicated an obstruction of the aortic arch, caused by the neoformation of peel inside the patch was noted.. Review of manufacturing records did not identify errors, deviations, or changes to the manufacturing process. The instructions for use state "other events associated with bioprosthetic pericardial patches that have been reported in literature have included; calcification, haemolysis, flow obstruction, thromboembolisim, endocarditis, pericardial adhesions, inflammation, degeneration of the implants, and clinically significant formation of fibrous tissue".based on the investigation and information provided it is believed this event is unrelated to the product.